Event description:
Infection was found in late (B)(6) 2023. Redness and swelling around implant housing was also found. Antibiotic treatment has been given, but the infection didn't improve. The user was reimplanted with a new device.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. This is as expected, as the recipient was explanted due to an infection around the implant area that did not respond to antibiotic therapy and began about 5 months after implantation. Device's sterilization records were also reviewed and are within specifications, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. Infection in the post-operative period is a known undersirable side-effect of cochlear implantation. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Infection was found in late december 2023. Redness and swelling around implant housing was also found. Antibiotic treatment has been given, but the infection didn't improve. The electrode array that was left in situ was removed on (B)(6) 2024 and a new device was implanted.